Event description:
While evaluating the device for unrelated issue, physio-control observed that the device locked up at the start up screen. The device could not provide therapy in the locked up condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). The cause for the lock up failure was not determined. Physio completed other unrelated repairs and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.